Event description:
On (B)(6) 2010, the lay user/patient's daughter contacted lifescan (lfs) alleging that the onetouch select meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on an unknown date/time in (B)(6). On an unspecified date/time the reporter claimed the patient obtained blood glucose results of "260 mg/dl" with a lifescan meter and "160 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. In addition to oral medication (type and dose unspecified), the reporter stated the patient also manages his diabetes with diet and/or exercise; however, the reporter denied that the patient took any action in response to the alleged issue. At an unknown date/time after the alleged issue occurred, the reported claimed the patient became weak and shaky. The reporter denied that the patient received treatment as a result of the alleged meter issue. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose result was from the approved (per owner's booklet) sample site. The csr also noted that the patient followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.